Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent an unknown procedure in 2018 and suture was used. During the procedure, the suture broke. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.